Event description:
Per the clinic, the internal magnet was removed under general anesthesia on (B)(6) 2023 for better hearing purposes.

Manufacturer narrative:
This report is submitted on july 04, 2023.